Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer's blood glucose was 31 mg/dl and 600 mg/dl. The customer declined high and low blood glucose troubleshooting. It was stated that the insulin pump had stuck button alarm and partial display. The troubleshooting was performed for the stuck button alarm and partial display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass. No missing segments or partial display noted. (B)(4).